Event description:
It was reported that during a laparoscopic hernia repair procedure, four out of 10 clips were malformed. The clips were also slipping off the peritoneum. The device completed the procedure with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the analysis results found that the device was received in good visual condition. The instrument was cycled, fed, and formed the remaining clip within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.